Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in lead and could not remove. Visual inspection found the guidewire tip kinked inside the lead distal end/tip nose. Dried blood visible on the lead distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the guidewire became stuck inside the lead and was unable to be retracted. The physician removed both the lead and guidewire and implant was attempted with a new lead as well as a new guidewire. During implant of the replacement lead, the new guidewire again became stuck in the lead, however the guidewire was eventually able to be retracted.